Manufacturer narrative:
Of the 11 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to moisture in the pump, battery compartment cracks, and damaged battery caps. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with damage/moisture issue. These reports were received from various sources. The patients associated with this allegation ranges from 4-66 years of age and between 57 and 112 pounds. Of the reported patients, 2 were male, 9 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of battery life with damage/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.